Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure, the pen would not work. Multiple pens were tried, but none would work. Rf would beep. No patient harm reported. No additional information. Lp-20-120 leep 2026-01-0000016.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. Distribution history: this complaint unit was manufactured at csi on 08/14/2019 and shipped on 10/14/2019. Manufacturing record review: dhrs were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: there is no service record for this unit. There is a record this unit was returned under a recall on 11/11/2021. It was updated to the latest revision of the board with the components to the recall ((B)(4)). Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. The majority of the complaints were not confirmed. One was noted as confirmed specifically due to the rf leakage setting was found outside established range. The rf light was confirmed lit up. Product receipt: the complaint unit was returned on under on 12/29/2025. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: a root cause is not conclusive. The unit's operation was determined to work and the issue was not duplicated only that the rf leakage setting was outside the allowable range. The coag mode demands a high use of voltage and some amount of wear impact is expected on a very limited and miniscule scale. Enough so any leakage changes may creep into the system. As small as the leakage change may be, the safety feature is sensitive enough to pick it up as designed and shuts off the system. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action in necessary, as the complaint condition was not confirmed.

Event description:
No additional information.